Manufacturer narrative:
On 1/17/17 integra investigation completed. Manufacture date not known. Method: failure analysis, device history evaluation results: failure analysis - there was a premium fiber optic cable and non integra headlight returned because the headlamp melted and burned the surgeon. A visual inspection showed the cable was used and had visible damage. The damage consisted of a loose connector on the light source end and a melted luminaire on the headlamp end. There was no heat damage to the light source end. The quality of the non integra headlight is not known, so there is no way of knowing if the headlight was compatible with this cable. All of the damage to cable seems to have come from the melted headlight. There is no evidence the cable has failed. The complaint is unconfirmed. Device history evaluation - nonconforming product report / nonconforming material report history: none related. Variance authorization / deviation history: none. Engineering change order/manufacturing change order history: there is no applicable engineering change order/manufacturing change order history. Corrective action preventive action history/corrections: none. Health hazard evaluation history: none. Repair history: none. Conclusion: all of the damage to cable seems to have come from the melted headlight. There is no evidence the cable has failed.

Event description:
It was reported that connection between the premium cable and ultralight pro headlamp melted and burned surgeon. Device was not in contact with patient, no patient injury/ death alleged, no medical intervention required, patient was prepped for the surgery, 5 minutes delay in surgery due to product problem.